Event description:
The issue was found after a laparoscopic repair of an inguinal hernia. The therapeutic procedure was completed with the same device. The device operated normally during the procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a circuit board failure, fine vertical stripes and no image displayed. The additional findings were as follows: the image was flickering due to a faulty scope socket. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the evis exera iii video system center had no image. There were no reports of patient harm and no delays.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the image was not displayed due to a malfunction of the dp board and the image was flickering due to a problem with the scope socket. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.